Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator, during ventilation, displayed high minute volume alarms, then technical event te231032 (expiration valve disconnection), and entered ambient mode, stopping ventilation. The patient was connected, was transferred to another ventilator, and no clinical signs, symptoms, or conditions were reported. Log files showed the sequence and recurring voltage related technical fault tf444004 (voltage out of tolerance). Expiratory valve calibrations were performed and passed without deviations. The returned mainboard showed no visible damage, passed manufacturer testing, and the fault was not reproducible (re-constructable). The device was restored in the field by replacing the mainboard; based on the available information, no patient harm occurred and the case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): on (B)(6) 2025 at 15:57:14, the device triggered a technical event (te) 231032 alarm during active ventilation and switched to ambient mode. Prior to this, a high minute volume alarm had been observed. The issue was reproducible (means was re-constructible) : pressing the start ventilation button consistently led to the same te alarm and ambient mode activation. The event occurred two days after a blower module replacement. During inspection, expiratory valve calibration was performed via service software (adj/calib and pneumatic 1), and both tests passed successfully. The patient was transferred to another ventilator. No harm was reported. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.